Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra meter testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. The patient denied developing symptoms. However, on the afternoon of (B)(6) 2012, the patient reportedly visited his physician's office. The patient obtained a blood glucose result of ''440 mg/dl'' with the physician/ clinic meter. Based on the alleged result, the patient was reportedly administered levemir insulin (amount not specified) as treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.